Event description:
It was reported that during an implant attempt, the setscrew on the implantable cardioverter defibrillator (ICD) would not tighten. Another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Products: 7122q competitor implantable tachy lead 2013 (B)(6). (B)(4).